Event description:
On 07/21/1999, a physician reported to linvatec sales rep, that a recent MRI report showed a few metal shavings in the knee. The first procedure, a meniscrctomy, occurred approx. 2 yrs ago. It is now reported that this same pt underwent a second procedure(07/21/1999) to remove 'metal shavings' both the first procedure(2 yrs ago) and this recent one was perfomed by the same physician. It is reported that this surgery performed on 07/21/1999 was done to remove 'a small piece of metal shavings'. There is no info regarding the actual device that was used during the first surgery 2 yrs ago. No catalog number or serial number. It is alleged that a linvatec shaver blade may have been used 2 yrs ago during the first procedure(meniscectomy)but this is not certain. It is also alleged that there may have been other devices used during the first procedure that may not have been linvatec devices. Because a report has been made to linvatec that alleges that medical/surgical intervention was necessary and one of the co's products may have been involved an MDR is being submitted.